Manufacturer narrative:
(B)(4). Batch # n5544n. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. I am seeking clarification on the reported event that stated, ¿he examined the staple line and said they were misformed...said that the staples did form on the second fire, but not up to his standards.¿ what was the appearance of the deployed staples (b-formation, irregular, legs straight)? The analysis found that one plee60a device was returned in good visual condition and with one gst60g cartridge reload present. The reload was received fully fired. In addition two cartridges were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic band revision to sleeve procedure, the surgeon started the first fire with black reload with buttressing on both sides. He complained that it was going slow but the staples formed correctly. The second fire he used green reload with buttressing on both sides and he complaint again that it was whining and going slow. This was significantly slower than the first one. He immediately examined the staple line and said they were misformed. He asked for another gun and said he thinks it was whining because it couldn't handle the thick tissue and thought it was a battery problem. The original stapler was removed from the patient and they decided to do a test fire outside of the body which they did and said it sounded fine. They opened up a new stapler and completed the case with four more green reloads with seamguard and said they all looked perfect. This also included going over the area where the band had been. He told me the tissue was not that thick where the second fire was and he thinks its an issue with the gun and said that the staples did form on the second fire, but not up to his standards. There were no patient consequences reported.